Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an endovenous treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous right anterior tibial artery. A non-bsc sheath was placed from the right common femoral artery. After crossing the lesion with a .014 non bsc guide wire the 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. Inflation was performed once. During the second inflation the balloon ruptured at 10atm. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.